Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) screen was frozen. The customer could not change from one selection to another or make selection from main menu. The user facility's biomedical engineer (biomed) tried three times to boot up the system. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Per the user facility's biomedical engineer (biomed), this unit will not be coming in for repairs as he feels this problem was user error. If add'l info becomes available on this complaint that would alter the affects and/or conclusion, a supplemental report will be filed accordingly.